Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported multiple failed bis.no injuries were reported. Procedures were delayed and cancelled as a result of the failed bis. Instruments processed in the v-pro sterilizer were used on donor tissue. The donor tissue is currently on hold at the user facility until the investigation is complete.

Manufacturer narrative:
Steris inspected all four v-pro units at the user facility and confirmed the units were operating to specification. Steris quality tested retains and found all bi's evidenced passing results; the reported failures could not be duplicated. The DHR was reviewed and no anomalies were noted. In addition, bi customer samples were tested and all bi's evidenced passing results; the reported failures could not be duplicated. During the course of the investigation, it was determined the user facility processes several items in the v-pro sterilizers which are not standard to healthcare facilities and are not compatible with the hydrogen peroxide utilized with v-pro. A steris product manager recommended the facility utilize the equipment and services provided by steris' life sciences division as they would be more appropriate for the facility's specific needs. The user facility has confirmed they will be transitioning into a life science facility by the end of 2013. No further bi failures have been reported.